Event description:
Pt reported that their meter was not responding when a blood sample was applied. This issue was not resolved with troubleshooting. Pt was applying enough sample to the test strip. During troubleshooting, pt was walked through a test with a new test strip and sufficient sample size, but the issue persisted. Pt was using correct testing technique. Pt had contacted a medical professional for advice, but was not given any treatment. They were tested on another meter with a blood glucose result of 186 mg/dl, which does not reflect a serious injury. This case is reported as a meter malfunction since the issue was not resolved.